Manufacturer narrative:
Findings: unit received with blank display, problem isolated to lcd board. Unable to verify motor error alarm due to blank display. However unit had motor corroded home switch. Unit had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
A customer reported via email indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.